Manufacturer narrative:
Engineering investigation revealed that due to a software issue, when filming spectral results and then saving a new series from film, all images of the new series will present the same data type taken from the first saved images. Thus, it may cause a situation where in the mixed series of images, an image of a certain spectral image type would be annotated as an image of a different data type, and the annotation would be incorrect. Field safety notice ((B)(4)) was sent on the 14-nov-2016 to the affected customers. Field change order ((B)(4)) was released on (B)(6) 2016 to implement a software update to eliminate the problem.

Manufacturer narrative:
(B)(4)

Event description:
Philips received feedback that on intellispace portal 6.5, when images sent from the magic glass at film, the label is same on all images. The issue is still under investigation.